Event description:
It was reported that a patient received inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was doing well afterwards and will continue to be monitored.

Manufacturer narrative:
(B)(4).